Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the valved trocars leaked during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Four opened trocar cannula/hub assemblies were received and visually inspected and were found non-conforming with damaged septums. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).